Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor was not connecting, discrepancy between sensor glucose value and blood glucose value and experienced hypoglycemia. Customer reported sensor glucose value was unknown and blood glucose value was 48 mg/dl. The customer reported that the value difference was not within target range. The hypoglycemia treatment was unknown. The event involved product mmt-342,unk_ngp,unk_sensor,unomedical. Troubleshooting was not performed. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-342,unk_ngp,unk_sensor,unomedical.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported difference between sensor glucose and blood glucose values, the loss of communication between insulin pump and transmitter, sensor updating alert. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-242a. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 42 mg/dl and sensor glucose value was 368 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-242a.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d1/d2a/d2b - product material has been changed from unk_sensor to mmt-7040a and updated brand name, product code and common device name. 3. Section d4 - updated model number, catalog number. 4. Section h6 - added FDA code 1535 for allegation sensor error-sg not available/updating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.